Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers gd896126, gd896399 and gd896407 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported to possibly be caused by bacteria on the skin; however, this was not medically confirmed. It was reported the patient was not hospitalized for the event. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.